Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. There is no allegation or information provided during the investigation that suggests that a device or product malfunction is related to the event.

Event description:
It was reported that the patient presented in the emergency room with an infection with the device pocket appearing red and skin erosion. The implantable cardioverter-defibrillator (ICD) had eroded. The physician explanted the ICD due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Device was returned due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.